Event description:
On (B)(6) 2014 the lay user/patient¿s father contacted lifescan (lfs) alleging their onetouch ping meter was displaying an error 6 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at approximately 9:15pm. The patient reportedly manages her diabetes with unknown type/dose of insulin on a fixed dose and it is not known if she made any changes to her usual diabetes management routine on the day the alleged issue began. The reporter claimed that approximately 18 hours later, the patient developed ketones. The patient was tested on another device at 11:40am on (B)(6) 2014 and a reading of ¿379mg/dl¿ was observed. The patient was treated by an hcp with 7 units of novolog insulin at noon and performed exercise at 12:15pm that same day. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/14/2014). The patient¿s meter has been returned on 10/31/2014 and evaluated by lifescan product analysis on 11/4/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective flash ic104. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.